Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2020 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted. The patient had a medical history of pituitary adenoma and ovarian cyst on (B)(6) 2020, seizure on (B)(6) 2020, depression on (B)(6) 2020, headache in 2014 and kidney stones, allergic reaction to antibiotics, weight gain and smoker (quit on (B)(6) 2008; smoked an average of 0.25 packs/day for 3 years; smoked: cigarettes). Previously administered products included: depo provera. Concurrent conditions were listed as pelvic pain female since on (B)(6) 2020 and anxiety since on (B)(6)2020. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2337 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic hysterectomy total with bilateral salpingo oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final pathologic diagnosis: a. Uterus, cervix and bilateral tubes with essure devices: adenomyosis. Secretory endometrium. Acute and chronic cervicitis with nabothian cysts. Bilateral fallopian tubes with benign para tubal cyst (right). Essure devices x2. Clinical history: chronic pelvic pain, essure devices. Specimens submitted: a: uterus, hysterectomy and bilateral tubes. Gross description: right fallopian tube: sectioning reveals a pinpoint fallopian tube lumen with a 2.5 x 0.2 x 0.2 cm coiled cylindrical device consistent with an essure device. Left fallopian tube: sectioning reveals a pinpoint fallopian tube lumen with a 3.9 x 0.2 x 0.2 cm coiled cylindrical device consistent with an essure device. [Pregnancy test urine] on (B)(6) 2020: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-sep-2023: medical record received. Surgical pathology report added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.